Event description:
The first incident involved a pediatric patient who was being transported to the or (operating room) on a ventilator with an alaris pump on an IV pole. The alaris IV pump spontaneously shut off stating "channels disconnected" during transport multiple times requiring nurse to manually restart all channels. The patient was not harmed by event. The second incident occurred with an adult ICU (intensive care unit) patient. During transport, the alaris pump was bumped slightly by the transporter which resulted in the pump shutting down. A required manual re-set was done.